Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken on anterior. A visual and microscopic analysis was performed which identified striated opening and crease fold. Base on the device analysis the final assessment is: a striated broken due to surgical damage consist in the use of some surgical tool. The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Additionally, healthcare professional reported capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Event description:
Device has been explanted.